Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were stuck during use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. The trigger was partially engaged. No other defects or anomalies were observed. The stapler was received with 28 staples left in the cartridge indicating the end user fired at least 7 staples. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was formed properly but would not release. On the second attempt to fire the stapler the form was not complete but the staple released. After the second other remarks: attempt a severe misalignment was created. On the third attempt to fire the stapler there was no forming, and no releasing. The stapler cartridge was examined under magnification and severe misalignment was confirmed. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "staples stuck in unit" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 28 staples left in the cartridge indicating that at least 7 staples have been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were stuck during use. There was no patient injury.